Event description:
The target lesion was the mid-lad. The lesion was de novo, not tortuous and not calcified. There was 90% stenosis. The lesion was crossed with a gw (rinato) and ivus was conducted. Pre-dilation was conducted with a bc (sprinter legend, 2.5/15mm) without issues and cypher (3.0/23mm: complaint product) was delivered to the target lesion. When the cypher was inflated at 3 atm for 5 sec, the balloon ruptured. Rupture was confirmed by contrast media leakage on cag and the cypher was retrieved from the pt. When the sds was flushed outside the pt, leakage from the joint portion between the shaft and the balloon was observed. To finish the procedure, taxus was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectuous disease (B)(6). The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
(B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.